Manufacturer narrative:
Follow-up #1: date of submission 01/13/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: during investigation, the pump was unable to power on or display the verify screen; the pump kept rebooting with auditory and vibration alert, and the display remained blank. The pump history could not be obtained and no further testing could be performed to investigate the reported call service alarm issue due the power failure. The pump¿s cover was removed and inspection showed moisture corrosion on component of the power circuit.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a other (unusual product issue) issue. It was reported that the pump lost power after emitting an alarm and the screen went blank. The pump remained without power after attempting to change the battery and rebooting the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.